Event description:
It was reported that one day after the implant procedure, a right ventricular lead warning was triggered due to high impedance however the bipolar and unipolar impedances were the same at 530 ohms; no notable data could be found. A chest x-ray was suggested to view the lead/device connection and the physician was being consulted. Follow-up with the physician's office revealed the patient was seen two weeks after the implant and the impedance was normal at 551 ohms. No actions were taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).